Manufacturer narrative:
This follow-up report is being submitted to relay investigation results. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history identified a trend which was investigated. After investigation it was determined the occurrence is below that outlined in the risk documentation. Therefore, no further actions are necessary. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the sterile package was damaged.